Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported event of ipg approaching end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos) at time of explant. An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction h6: coding has been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient's ipg has reached end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was explanted and replaced.